Event description:
The dr had difficulty inserting the iab into the sheath. The iab did not open up fully initially. Even with helium, there was no augmentation. After the iab was filled x2, there was augmentation. The iab was not returned to datascope for evaluation. The iab was used. Event complications: unk - rpt'd 5/30/97. Pt current status: unk - rpt'd 5/30/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.